Manufacturer narrative:
This report is submitted (B)(6) 2016, by (B)(4).

Event description:
Per the clinic, the patient experienced chronic soft tissue infections at the implant site. Revision surgery is planned; however yet to occur as of the date of this report.

Manufacturer narrative:
Correction: during revision surgery on (B)(6) 2016, there was no internal magnet placed as previously reported, the patient had a cover screw placed over implant. The correct lot number is 159411, not 159422 as previously reported. (B)(4).

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2016, in order place an internal magnet on the fixture. This report is submitted (B)(6) 2017.